Manufacturer narrative:
The technician found the bed will drift into trend after a few hours. The technician replaced the trend valve to repair the bed. The valve was not working.

Event description:
Information received indicates the bed will run into trendelenburg without the switch being activated.